Event description:
A user facility reported that a connector came out of an lma airway tube several times while this mask was being used in a pt. Each time the connector was placed back into the airway tube. There was no pt injury or problem. The user facility has been requested to the lma to the MFR for evaluation.